Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 23, 2023, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, complaint was not confirmed and there was no visible foam degradation. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.